Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal and left anterior descending (lad) artery. A 2.75x20mm promus element¿ plus stent was advanced but resistance was encountered. Upon entering the lesion, it was noted under angiography that the stent was deformed. Following device removal, the stent was found to be fully damaged. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR. Stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that stent was damaged on the distal section of the stent. Stent struts were deformed and stretched in a distal direction over the distal markerband and the bumper tip. The undamaged proximal section of the crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal and left anterior descending (lad) artery. A 2.75x20mm promus element¿ plus stent was advanced but resistance was encountered. Upon entering the lesion, it was noted under angiography that the stent was deformed. Following device removal, the stent was found to be fully damaged. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.